Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A right hip revision procedure has been indicated due to wear of the poly insert. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(6). (B)(4).

Event description:
It was reported a patient underwent a hip revision due to wear of the poly insert.